Event description:
It was reported to philips that the heartstart mrx defibrillator failed the manual defib test during preventive maintenance. There was no patient involvement.

Manufacturer narrative:
.